Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that after fired completed, hcp found some staple's b-shape was not made well and some staples were opened it shape.

Manufacturer narrative:
(B)(4). Batch #: p5874l. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with three cartridges reloads present. The reload gst60d was received fully fired and with damage on cartridge deck. The damage found on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. The reload gst60b was received fully fired. Another reload, gst60b, was received unfired with the cartridge pan was noted to be dislodged at right proximal side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.